Event description:
Dealer states the user alleges they cannot turn the joystick off.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.